Event description:
During spinal procedure local lidocaine 1% infiltrated into the skin with 22g needle. After withdrawing the syringe, it was noticed that the needle broke off inside the patient and into the skin.